Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, difficulty was encountered and exchange sheath splitting could not be completed. The safety release was activated, which successfully released the device from the patient anatomy. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. The physician expressed dissatisfaction with the green exchange sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.